Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Event description:
Customer's family member reported via phone call that insulin pump was exposed to water from sink. Customer's blood glucose level was unknown. Customer reported there was fluid under the lcd display. Insulin pump will be returned for analysis.